Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred. Two heavily calcified target lesions were present in the left anterior descending artery (lad). After treating the target lesion in the mid lad with the oad, the device was unable to cross the second lesion in the proximal lad. The oad was replaced with a non-csi atherectomy device and two passes were performed. The oad was then reinserted and was able to cross the lesion, treating it using four passes. The oad was removed, multiple stents were placed and balloon angioplasty was performed. When imaging was performed following the balloon inflation, a perforation was noted. The pressure of the patient decreased and cardiopulmonary resuscitation was performed. Balloon angioplasty and a pericardiocentesis were performed and a covered stent was deployed to resolve the perforation. A ventricular assist device was also inserted, and the patient was stable following the procedure.